Event description:
Email complaint from lauren salinas of texas children¿s hospital was received with regards to a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock. The reporter stated that the device was broken and leaking. There was patient involvement but no adverse event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Investigation summary received three (3) used mc33371 smallbore bifuse ext sets w/2 microclaves for inspection. One (1) microclave was stuck down as received on one (1) returned set. The other two (2) sets had the microclave separated from the tubing on one (1) of the lines. The reported complaint of leaks can be confirmed due to the stuck down internal seal on the one (1) used set and the microclave separation on the other two (2) used sets. The probable cause is unknown. A device history lot # review could not be conducted because no lot number(s) was/were identified.